Event description:
A customer from france alleged that her meter readings were high and erratic. She received a blood glucose reading of 289 mg/dl when testing with her contour link meter. She took insulin based on the reading, but began to feel symptomatic for hypoglycemia 2 hours later. She retested and received a reading of 26 mg/dl. The customer was able to eat something sweet to raise her blood glucose. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. All information provided to the u.s. By (B)(4), a bayer branch specialist for (B)(4).